Manufacturer narrative:
Correction: returned to manufacturer on d9.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has a blank screen. Screen was blank during undefined. Pressed ok, stop, and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Contact also encountered an unknown alarm during reboot but could not see alarm due to blank screen. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient harm or adverse event indicated. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has a blank screen. Screen was blank during undefined. Pressed ok, stop, and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Contact also encountered an unknown alarm during reboot but could not see alarm due to blank screen. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient harm or adverse event indicated. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Valve actuation test, system air leak test, patient sensor check and patient sensor calibration check passed. A post-accelerated stress test simulated treatment was performed and completed without any failures or problems. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.